Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the lead migrated. The patient had felt a tug when they twisted in bed. An impedance check showed two electrodes out of range. The lead was replaced with a new lead at the original thoracic level. The issue was resolved at the time of the report.